Manufacturer narrative:
(B)(4). Date sent 6/22/2026. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide a timeline of events. How was the stapler subsequently removed from the tissue? How was the procedure completed? Did the device fire at all or if it locked-out immediately? How was the bleeding addressed? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Were the staples the appropriate b-shape form? Any clips, clamps, or graspers near the area where the device was being fired? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What color reloads were used and what was the sequence of the firings? Was a leak test performed? If so, what type and what was the result? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a splenectomy the echelon stopped, does not fire and does not open again when attempted to stack: caused bleeding. A lot of blood loss and ICU admission. Procedure: spleen ok. Has there been any reported damage to the patient or user? Yes. Did the patient/user require any medical or surgical intervention as a result of the event? Yes. Description: ICU admission due to blood loss. Did the patient/user require a prolonged hospitalization as a result of the event? Yes. Description: see above. What is the patient/user status/outcome after the event? Unknown. Was there a significant delay? Yes. How long was the delay (minutes)? Unknown.